Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered. It was reported that the cassette "seems to get empty quicker." Per reporter the issue occurred during continuous dose. The programmed settings on the pump were reported as: morning dose 7.0, continuous dose 3.9, extra dose 2.0 with a lock out level of 0. The following concomitant items were reported: madopar hbs, domperidon, dopamine, supplementary nutrition. No adverse patient effects were reported.